Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device was chipped out on lower left front corner of top case and also cracked on the right plunger case. A counterfeit battery was found with pump. The power up and down process was performed. The pump was turn on by itself after power off. The main board does not operate as intended as a result of normal wear. The operator replaced the main board and also replaced the battery per counterfeit battery that was found with pump. The analyst performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump had a battery issue and turns itself back on. There was no patient involved.